Event description:
Caller states the pt tested 18mg/dl on the inform system and 7-8mg/dl on a lab drawn within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.